Event description:
It was reported that a spectrum pump alarmed system error 105 on the surgical floor. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 while attempting to run a loaded set. Evaluation determined the cause to be a seized motor. The failed motor assembly was replaced.